Event description:
The customer reported that the unit had a red x and was beeping.

Manufacturer narrative:
(B)(4): the customer reported that the unit had a red x and was beeping. A philips field service engineer went to the customer site and determined that the therapy pca had failed, and there were multiple charge/shock and a pacing failure recorded in the status log. Replacement of the therapy pca resolved the failure. The unit passed all post servicing testing and remains at the customer site.